Manufacturer narrative:
Received one used. List# a1141 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock, lot # 13993021. Confirmed customer complaint of missing tubing and male luer connector. Probable cause, insufficient solvent. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a smallbore trifuse set, 3 microclave clear where it was reported the luer lock broke off from trifuse set. This a single use device that was not reprocessed nor reused on a patient. There were unknown other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was unknown patient involvement and unknown adverse event/serious harm reported.